Event description:
As reported, after implantation of two unknown smart radianz self-expanding stents (ses) within the iliac veins, the patient suffered malaise, fatigue, flushing, and palpitations due to what was confirmed as a nickel allergy. Additional information was requested but was not provided. The devices were not returned as expected.

Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report number is: 9616099 2024 00085. Complaint conclusion: as reported, after implantation of two unknown smart radianz self-expanding stents (ses) within the iliac veins, the patient suffered malaise, fatigue, flushing, and palpitations due to what was confirmed as a nickel allergy. Additional information was requested but was not provided. The devices were not returned as expected. The reported ¿hypersensitivity¿ cannot be confirmed due to the nature of the reported event as this is an adverse event. Despite requests for additional information, none was provided. The safety information in the instructions for use for smart radianz warns that individuals with nickel titanium (nitinol) allergies may experience adverse reactions to the implant. Specifically, the device is contraindicated for patients with known hypersensitivity to nickel titanium (nitinol). This case underscores the importance of thorough patient evaluation for allergies and highlights the necessity for adherence to safety warnings during medical device selection. According to the warnings in the safety information in the instructions for use for smart radianz, ¿persons with allergic reactions to nickel titanium (nitinol) may suffer an allergic response to this implant. Contraindications: patients with a known hypersensitivity to nickel titanium (nitinol). This device contains the following substance defined as cmr 1a and/or cmr 1b and/or endocrine disrupting substances in a concentration above 0.1% weight by weight: cobalt; cas no. (B)(4); ec no. (B)(4).¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after implantation of two unknown smart radianz self-expanding stents (ses) within the iliac veins, the patient suffered malaise, fatigue, flushing, and palpitations due to what was confirmed as a nickel allergy. The devices will be returned for evaluation.

Manufacturer narrative:
The event date is currently unknown. Additional information is pending and will be submitted within 30 days upon receipt.